Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The distributor stated that this unit starts ok, but after two breaths the unit alarms vent inop and stops delivering gas. After installing a new main printed circuit board the unit is operating normally. There was no patient involvement at the time of the event.